Event description:
Consumer alleges his footplate allegedly got loose and shimmied down. As he was going out the back door the footplate got caught and allegedly threw him and his unit down to the bottom of the ramp.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.